Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported patient experienced infection following their replacement surgery; the patient was treated with antibiotics. No other relevant information has been received to date.